Manufacturer narrative:
Testing of actual/suspected device (10/213): the fse observed block guides at 3:00 and 9:00 o¿clock position broken off during removal. Fse replaced block guides and corrected failure. The fse completed pm with full calibration, functional testing and safety check to factory specifications and replaced battery at prescribed preventive maintenance interval. Unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) block guide for safety disk was broken. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Additional info: contact person(name: (B)(6), email: (B)(6)).

Event description:
N/a.